Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 262 mg/dl at the time of incident and was admitted to the hospital due to not getting insulin for 15 hours. The customer is calling back to perform the high pressure test on the pump and the test passed. The customer was advised to monitor pump and call back if necessary.